Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7072842/7072997.

Event description:
It was reported that the patients spinal cord stimulator (scs) device has been ineffective. The patient underwent an explant procedure. The explanted ipg and leads will not be returned.